Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to a high ventricular rate during atrial fibrillation (af). A boston scientific rhythmcare clinical specialist was contacted, and programming recommendations were discussed. The patient will follow-up in clinic in one month. No adverse patient effects were reported. This crt-d remains in service.